Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a sensor end alert and a low blood glucose of 45 mg/dl yesterday. Customer stated that she was able to treat with juice and bring her blood glucose back up. Customer stated that the sensor hasn't been lasting the full 6 days. Customer stated that she is going to monitor and call back if the issue persists.